Manufacturer narrative:
(B)(4). The customer reported that they were unsure if a shock was delivered during an experimental procedure on a male pig. The male pig expired, but the customer stated that this was due to other factors involved in the experimental procedures on the animal, and not to the reported device behavior. This is not reported as a death because the subject was an animal, not a person. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unsure if a shock was delivered during an experimental procedure on a male pig.